Manufacturer narrative:
Reference MFR # 2015691-2016-00162.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 27mm surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of ten (10) years, ten (10) months. The reason for re-operation was due to mitral stenosis. A 29mm transcatheter valve was implanted with no complications. The patient is listed in stable condition post-operatively.

Event description:
Edwards received additional information through follow up with the healthcare provider. It was learned that the patient presented with congestive heart failure, worsening shortness of breath, and left upper extremity edema. The patient was not a candidate for cardiac surgery due to high sts score and high surgical risk so a valve-in-valve was the only option available. During the valve-in-valve procedure, a 29mm transcatheter valve was deployed in the mitral position. Excellent deployment of valve was seen with essentially no residual mitral regurgitation. Hemostasis was achieved and the patient was later discharged to hospice care in stable condition.